Manufacturer narrative:
The products involved in the subject MDR was returned to us for investigation. Products were used and one product was unused. After rinsing the dialyzer, a pressure test was performed; and, air bubbles were observed at one product of used ones. We observed one fiber with a break near the v-port from the dying test. But at the rest products, we could not observe air bubble. It appears that some of the dialyzer fibers may have been broken during shipping which caused the dialyzer to leak. This was observed because the configuration of the dialyzer broken fibers resembled the configuration of the fiber during the drop ship test performed as part of our packaging validation testing. Based on this, it appears the leak was caused by transportation and handling. We investigated the manufacturing and quality control records, including the leak test results for the subject dialyzer lot, and no abnormalities were observed.

Event description:
Three blood leaks occurred with one patient at 2 minutes after the start of hemodialysis treatment. The leaks were detected visually. The total blood loss volume was 200ml (first and second dialyzers). At the third dialyzer, blood loss was none because the facility recovered the blood. The patient was well and no additional medical treatment was needed or given.